Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause of tf 431015 and tf 431017 alarms was determined to be the defective mainboard ((B)(4)). The correction in this case has been the removal and replacement of the mainboard ((B)(4)). After replacement the problem was solved. There was no reported harm to patient, user or third party.

Event description:
The unit not complete start up and showing tf:484002,484008,484001.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Detailed complaint and failure description: "the unit not complete start up and showing tf:484002,484008,484001." Device alarms with tf 444004 voltage out of tolerance, tf 484002. Startupscreenfailure, tf 484008 startupinitializationfailure and 484001. Startupbasicstartupfailure (and tf 485001 ambient mode). Ventilation cannot start. No patient involved. No harm to patient or user. The issue may lead to a delay of the procedure as the procedure must be re-planned or completed using an alternative means of ventilation. The issue is not likely to be serious to public health but is likely to cause serious injury or death. Neither is the issue likely to be serious to public health but is likely to cause serious injury or death if it were to recur.

Event description:
The unit not complete start up and showing tf:484002,484008,484001.